Event description:
The customer reported the system displayed a communication failure error message that would not clear when rebooted. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was then tested and found to be operating as intended.